Event description:
Tech in scope room asked other tech to call biomed about the auxiliary water/elevator wire channel connector on the olympus oer pro machine # 2 not looking right. Biomed pulled machine from service and notified olympus.